Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device / migration of essure device: pelvis") and pregnancy with contraceptive device ("post implant pregnancy") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pelvic pain, endometriosis, gravida ii, parity 2, asthma, type 2 diabetes mellitus, gestational diabetes, hypertension, cystitis interstitial, irritable bowel syndrome, polycystic ovarian syndrome, trichomonal vaginitis and urinary tract infection. Previously administered products included for an unreported indication: methyldopa, hydrocodone and tramadol. Concurrent conditions included nausea, vomiting, uterine bleeding and ovarian cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the (B)(6) of pregnancy. The patient was treated with surgery (on (B)(6) 2016, hysterectomy with unilateral salpingectomy due to complications from the essure device). At the time of the report, the device dislocation, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded (B)(6) 2014 : hysterosalpingogram : left fallopian tube is not present, occlusion of the right fallopian tube following right essure procedure. Most recent follow-up information incorporated above includes: on 19-mar-2018: events - "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), reporter added from pfs. Historical drug and condition, concomitant condition, lab data added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device / migration of essure device: pelvis"), pregnancy with contraceptive device ("post implant pregnancy/ pregnancy(no complications)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)" in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pelvic pain, endometriosis, multigravida, parity 3, asthma, type 2 diabetes mellitus, gestational diabetes, hypertension, cystitis interstitial, irritable bowel syndrome, polycystic ovarian syndrome in 2012, trichomonal vaginitis and urinary tract infection. Previously administered products included for an unreported indication: methyldopa, hydrocodone and tramadol. Concurrent conditions included nausea, vomiting, uterine bleeding and ovarian cyst. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("psychiatric problems condition: depression and mental anguish"), fatigue ("fatigue") and depression ("psychiatric problems condition: depression and mental anguish"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (on (B)(6) 2016, hysterectomy with unilateral salpingectomy due to complications from the essure device) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, menstrual disorder, dysmenorrhoea, migraine, headache, anxiety, fatigue and depression outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and alopecia was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014: essure device was successfully occluded on (B)(6) 2014 : hysterosalpingogram : left fallopian tube is not present, occlusion of the right fallopian tube following right essure procedure. Most recent follow-up information incorporated above includes: on 9-aug-2018: pfs received: new events: depression, anxiety, fatigue added. Pregnancy history(gravida, parity) updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device / migration of essure device: pelvis"), pregnancy with contraceptive device ("post implant pregnancy"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pelvic pain, endometriosis, multigravida, parity 2, asthma, type 2 diabetes mellitus, gestational diabetes, hypertension, cystitis interstitial, irritable bowel syndrome, polycystic ovarian syndrome, trichomonal vaginitis and urinary tract infection. Previously administered products included for an unreported indication: methyldopa, hydrocodone and tramadol. Concurrent conditions included nausea, vomiting, uterine bleeding and ovarian cyst. On (B)(6) 2014, the patient had essure inserted. In november 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In december 2014, the patient experienced alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (on (B)(6) 2016, hysterectomy with unilateral salpingectomy due to complications from the essure device) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, menstrual disorder, dysmenorrhoea, migraine and headache outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and alopecia was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, device dislocation, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 15-dec-2014: essure device was successfully occluded 15-dec-2014 : hysterosalpingogram : left fallopian tube is not present, occlusion of the right fallopian tube following right essure procedure. Most recent follow-up information incorporated above includes: on 14-may-2018: plaintiff fact sheet was received and the following information was provided: migraines, headaches, dysmenorrhea (cramping) treated with bilateral salpingectomy, hair loss were added as event; pain, abnormal bleeding and hair loss decreased almost immediately after removal. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device / migration of essure device: pelvis/migration of essure device-right cornua'), menorrhagia ('abnormal bleeding (menorrhagia)') and dysmenorrhoea ('dysmenorrhea (cramping)') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2016. The patient's medical history included pelvic pain, endometriosis, multi gravida, parity 3, asthma, type 2 diabetes mellitus, gestational diabetes, hypertension, cystitis interstitial, irritable bowel syndrome, trichomonal vaginitis and urinary tract infection. Previously administered products included for an unreported indication: methyldopa, hydrocodone and tramadol. Concurrent conditions included polycystic ovarian syndrome since 2012, nausea, vomiting, uterine bleeding and ovarian cyst. Concomitant products included cetirizine hydrochloride (zyrtec allergy), escitalopram oxalate (lexapro), ibuprofen (motrin) and omeprazole magnesium (prilosec). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("psychiatric problems condition: depression and mental anguish") and depression ("psychiatric problems condition: depression and mental anguish"), 2 months 18 days after insertion of essure. In (B)(6) 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain / pain"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy/ pregnancy(no complications)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with dilation and curettage and surgery on (B)(6) 2016, hysterectomy with unilateral salpingectomy due to complications from the essure device and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, menstrual disorder, dysmenorrhoea, migraine, headache, anxiety, fatigue and depression outcome was unknown, the pelvic pain and vaginal haemorrhage had resolved and the alopecia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: trailing into the uterine cavity was 3. Patient received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded left fallopian tube is not present, occlusion of the right fallopian tube following right essure procedure.. Pregnancy test - on (B)(6) 2015: positive. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-aug-2020: quality-safety evaluation of ptc. Event of pregnancy with contraceptive device downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device / migration of essure device: pelvis/migration of essure device-right cornua'), menorrhagia ('abnormal bleeding (menorrhagia)'), pregnancy with contraceptive device ('post implant pregnancy/ pregnancy(no complications)') and dysmenorrhoea ('dysmenorrhea (cramping)') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2016. The patient's medical history included pelvic pain, endometriosis, multi gravida, parity 3, asthma, type 2 diabetes mellitus, gestational diabetes, hypertension, cystitis interstitial, irritable bowel syndrome, trichomonal vaginitis and urinary tract infection. Previously administered products included for an unreported indication: methyldopa, hydrocodone and tramadol. Concurrent conditions included polycystic ovarian syndrome since 2012, nausea, vomiting, uterine bleeding and ovarian cyst. Concomitant products included cetirizine hydrochloride (zyrtec allergy), escitalopram oxalate (lexapro), ibuprofen (motrin) and omeprazole magnesium (prilosec). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("psychiatric problems condition: depression and mental anguish") and depression ("psychiatric problems condition: depression and mental anguish"), 2 months 18 days after insertion of essure. In (B)(6) 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain / pain"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with dilation and curettage and surgery (on (B)(6) 2016, hysterectomy with unilateral salpingectomy due to complications from the essure device and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, menstrual disorder, dysmenorrhoea, migraine, headache, anxiety, fatigue and depression outcome was unknown, the pelvic pain and vaginal haemorrhage had resolved and the alopecia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: trailing into the uterine cavity was 3. Patient received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded left fallopian tube is not present, occlusion of the right fallopian tube following right essure procedure.. Pregnancy test - on (B)(6) 2015: positive. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: event outcome of vaginal hemorrhage, pelvic pain, menorrhagia were updated as recovered/resolved. Rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") and pregnancy with contraceptive device ("post implant pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pelvic pain") and menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy due to complications from the essure device). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain and menstrual disorder outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.